Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that main drawer 2.2, which contains several pockets, was not detected on the communication bus at the station. A field service engineer removed the drawer and reseated the rowboard cables and also reseated and tested each pocket, revealing no issues. Upon restarting the main application, the pharmacist tested and found the pocket had failed. So, the pocket was removed, and the items were relocated. Informed the technician to replace the pocket with a new one. It was recommended to return at a later time to exchange the drawer as the next step, which was addressed to resolve the issue. The system functioned as intended after the field service engineer troubleshooting the device.

Event description:
It was reported that when using the bd pyxis medstation system, the main drawer 2.2, which contains several pockets, was not detected on the communication bus. This prevented users from accessing medication. The malfunction occurred when a user tried to dispense medication to the patient, which resulted in a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.